Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Pfs and medical records received. This complaint is legal. Medical records indicate the patient was originally implanted with a right hip replacement in 1998 and then revised in 2004 and (B)(6) 2005. No information is known about the implants used during these operations. If/when we receive more information we will update as needed. During the (B)(6) 2005 operation, a depuy stem, sleeve, and femoral head were placed. The liner placed was competitor. The cup and screws are an unknown manufacturer from a previous operation. The patient was then revised on (B)(6) 2007 for a failed right hip replacement. The exact reason for the revision is unknown, but it is believed to be for a loose femoral component. The depuy stem, sleeve, and head were revised.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.